Manufacturer narrative:
The implantable neurostimulator lead and extension have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt stopped using her implantable neurostimulator because of the therapeutic benefit from her intrathecal pain pump. The skin over the lead eroded and the implantable neurostimulator system became infected. The entire system was explanted and not replaced. The functionality of the system was unk because it had not been used for some time. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.